Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo and patient radiographs revealed that the lcp-df 4.5/5 le 13ho l316 tan, was broken at one of the locking holes. The broken fragments were visible in the provided evidence. No other problems identified. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp-df 4.5/5 le 13ho l316 tan was broken across the proximal locking screw hole #4 of the shaft, both fragments were returned. A dimensional inspection for the lcp-df 4.5/5 le 13ho l316 tan was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 le 13ho l316 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review: part #: 422.259, lot #:718p755, manufacturing site:jabil bettlach, release to warehouse date:18/03/2022. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2022 due to implant failure. Original implant date (B)(6) 2022.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Part #: 422.259. Lot #:718p755. Manufacturing site: (B)(4). Release to warehouse date:18/03/2022. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo and patient radiographs revealed that the lcp-df 4.5/5 le 13ho l316 tan, was broken at one of the locking holes. The broken fragments were visible in the provided evidence. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lcp-df 4.5/5 le 13ho l316 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: implant failure. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? Yes. Hardware/explant removal due to: implant failure. Did patient require revision surgery? Yes. Date of revision surgery? (B)(6) 2022. Reason for revision surgery; implant failure. There was patient outcome/consequences. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? - no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. X-rays / revision surgery. This report is for one (1) lcp-df 4.5/5 le 13ho l316 tan. This is report 1 of 1 for complaint (B)(4).